Event description:
It was reported that the autopulse device would not power up. Multiple batteries were utilized which did not remedy the problem. Additional information was received indicating that to the customer's knowledge this incident did not involve a pt. Further details were not provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform indicates that the top cover and battery lock were damaged. The display flickered and lines kept going in and out during compressions. The front enclosure and bottom enclosure were damaged from the plastisol coated screws. No problems were observed during review of the archive other than the use of weak batteries. The board passed final test. Probable root cause attributed to this failure could not be determined.